Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument and has completed the failure analysis evaluation. Failure analysis was not able to replicate or confirm the reported complaint of "tissue getting stuck on the jaw." The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and move intuitively with full range of motion in all directions. The grips opened and closed properly and were not getting stuck. The instrument passed the bumper test. No damage was found and the instrument was fully functional. A log review was conducted, which resulted in the following findings: the logs show the customer used the force bipolar instrument part# 471405-06 lot# n10210621-0050 on (B)(6) 2021 during a unilateral inguinal hernia procedure on system (B)(4). The instrument had 6 lives remaining. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's complaint history was completed and found no other complaints for this product. No image or procedure video was provided. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the force bipolar instrument was stuck on tissue. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, tissue was getting stuck on the jaw of the force bipolar instrument and would not release. The procedure was completed with no reported patient injury. Multiple follow-up attempts have been made to obtain additional information from the customer concerning the reported event. However, no further details have been received as of the date of this report.